Event description:
It was reported that the device made the patients arachnoiditis worse. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. D6b: explant date: few months ago from the aware date.